Manufacturer narrative:
Concomitant products: 694965 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at an attempted system upgrade, it was noted that the superior vena cava (svc) was occluded and the physician was unable to gain access to place new leads. It was then decided to perform a generator changeout and keep using the existing right ventricular (rv) lead and right atrial (ra) lead. The leads remains in use. No further patient complications have been reported as a result of this event.